Event description:
Procedure: inguinal hernia report. The balloon on the trocar would not inflate so the surgeon had to use a new instrument interperitonally. Approx 15 minutes was added to the procedure. There was no injury to the pt reported.